Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Unknown event/ reaction experienced following 0 suture captured in mw2210968-2020-00698 and 2210968-2020-00699 and 2-0 suture captured.

Event description:
It was reported by an attorney that the patient underwent total abdominal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2009 during which suture was used. Due to the limited mobility of the uterus at this time, the utero-ovarian ligament was then double clamped, cut and ligated with 0 suture. The anterior vesicouterine peritoneum was opened further, isolating the uterine vasculature, which was then double clamped, cut and ligated with 0 suture. Subsequently it was doubly clamped, cut and ligated using heaneys and ligating with 0 suture. They then clamped the uterine vasculature on the left side and ligated it with 0 suture in a similar fashion as the right side. Straight heaneys were then placed over the cardinal ligaments bilaterally, which were cut with a knife and ligated with 0 suture in a heaney fashion. The remainder of the vaginal cuff was closed using a running interlocking stitch with 0 suture. Further hemostasis was noted at the left angle as well as the right angle using figure of 8 stitch of 0 suture. The ovary and tube were also transected, ligated with 0 suture. The subq was reapproximated using interrupted stitches of 2-0 suture. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.